Manufacturer narrative:
Paradigm visual inspection: minor scratched display window, cracked case at the display window corner, broken battery tube threads, scratched reservoir tube window, cracked reservoir tube lip, stained end cap sticker, corroded battery tube, corroded battery cap contact, stripped battery cap at coin slot (p). Received with corroded energizer eco advanced alkaline battery installed at 0.190 volts. Test energizer alkaline battery 1.591 volts. Using a test battery cap to perform the functional testing. Paradigm analysis summary: device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and dat test at 0.08620 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose was 25 mg/dl at the time of incident. Customer states they experienced symptoms such as loss of consciousness and injuries and also multiple fractures in sternum. The insulin pump will not be returned for analysis.